Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache") and night sweats ("night sweats"). The patient was treated with celecoxib (celexa) and surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the headache and night sweats had not resolved. The reporter considered headache, medical device removal and night sweats to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : hysterectomy, headache, night sweats. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache") and night sweats ("night sweats"). The patient was treated with celecoxib (celexa) and surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the headache and night sweats had not resolved. The reporter considered headache, medical device removal and night sweats to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : hysterectomy, headache, night sweats. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.